Manufacturer narrative:
This report is submitted on may 11, 2018 by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported that the patient experienced poor performance with device use. Reprogramming attempts were made; however the issue could not be resolved resulting in the decision to explant the device on (B)(6) 2018. The patient was reimplanted with another device on (B)(6) 2018.